Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose ranging from 300 to 400 mg/dl. The customer stated that they have been waking up with high blood glucose for 5 days. The customer did not mention any form of treatment for their blood glucose levels. The customer did not check for leaks in the insulin pump. The customer was assisted with checking the insulin pump's setting. The customer changed their site and was shipped new sets to see if that would resolve the unexplained high blood glucose. The customer did not return the product back for analysis.